Manufacturer narrative:
(B)(4).the device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 23:24:34. During night drain cycle four, the patient's ultrafiltration reading was 1577ml, indicating the home patient (hp) drained 1262ml more than their maximum programmed fill volume of 2100ml. No additional information is available.